Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump errors alarm found in the pump history due to software error. Insulin pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Unit was cut open and inspected. No visible physical damage or moisture damage noted on the electronic assemblies.

Event description:
Information received by medtronic indicated that the insulin pump showed pump errors. Customer was able to clear alarm and complete insulin pump rewind. No harm requiring medical intervention was reported. Insulin pump was returned for analysis.